Event description:
It was reported that propofol backed up into the fentanyl tubing during use of a novum iq large volume pump. This was observed during infusion. The pump was programmed to infuse propofol at 23.1 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Flow rate accuracy testing was performed with no issues noted; the device met specifications. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.